Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 269 mg/dl. With high ketones. Customer administered a manual injection. Customer subsequently went to the emergency room due to bg. Customer was treated intravenously with saline and insulin. Customer was released the same day with the issue resolved and no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.